Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with an unspecified mentor saline breast prosthesis on the left side, suffered left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2014: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 6472285 sn: (B)(4) and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 6830717 sn: (B)(4).